Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product release criteria. Root cause: no root cause could be identified by the investigation. No sample was returned. Action taken: investigation has been completed based on current information. Conclusion: based on our current tracking, there aer no adverse trends for this reported complaint and based on these findings the residual risk remains unchanged and at an acceptable level. There have been no other complaints reported in the lot number. Additional information was requested on 04/15/2011 and 04/21/2011 by email, fax, and mail. Additional information was received via email on 04/20/2011. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reports that following bilateral intraocular lens (iol) implant surgery, two patients are dissatisfied. Additional information has been requested. There are four medical device reports associated with these events. This report is for the second patient, left eye.